Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic inguinal hernia repair, the balloon got broke. A new device was used in order to complete the case. There was no patient injury involved regarding the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The insufflation bulb was not received. The broken balloon condition was observed in the top surface area of the balloon. Functional testing to inflate the balloon was precluded due to the observed broken balloon condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.